Event description:
It was reported that a warning message, "device not supported by current software" was displayed during interrogation. An attempt was made to reset the micro-processor; however no communication could be established. It was also reported that high impedance was observed and it is suspected that the lead may have been damaged during external defibrillation. As a result, the device lead were explanted.

Event description:
The customer observed clinical chemistry albumin bcg reagent to reagent imprecision across two reagent packs onboard the architect c16000 analyzer, which was captured in the analyzer's (B)(4) data. The customer further observed reagent cartridges turning color in the cartridge before initial use and evidence of microbial growth floating at the bottom of full and never used cartridges. Preliminary microbial culture performed by the customer determined yeast or fungal elements and early growth of penicillium sp. Colonies in 2 of 4 specific cartridges of albumin bcg lot 77056hw00. There was no impact to patient management.

Manufacturer narrative:
The anomaly in the field was confirmed in the laboratory. The communication anomaly was due to discrepant transistors. It is believed that the defibrillation lead arced to the ICD can causing a low impedance path, which resulted in damage to the output circuitry. A low voltage test was performed. The device's functionality were normal.